Manufacturer narrative:
As of today, no device or lot number for this complaint has been provided. If a sample or further information is provided in the future then we will reopen this complaint. We have been unable to complete a medical investigation or identify a definitive root cause on this occasion but smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the product does not absorb under compression, causing maceration.